Manufacturer narrative:
A search for non-conformances associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. Potential complications as referenced on the IFU, include but are not limited to the following: hematoma at the site of entry, aneurysm rupture, emboli, vessel perforation, parent artery occlusion, hemorrhage, ischemia, vasospasm, clot formation, device migration or misplacement, premature or difficult device detachment, non-detachment, incomplete aneurysm filling, revascularization, post-embolization syndrome, and neurological deficits including stroke and death. The device was stated to be available for return to the manufacturer for evaluation but has not yet been returned. The alleged non-detachment issue and incident as described could not be confirmed. If the device is received at a later date, an investigation will be performed and a supplemental MDR will be submitted.

Event description:
It was reported: web device was placed in aneurysm. Attempted device detachment multiple times to no avail. Tried 2 new detachers (wdcs) that also were unable to detach the web device. 3 wdc in total were tried on 1st web device. The web device was resheathed and removed. New web device was placed and detached successfully with the 3rd wdc. Patient woke up post procedure; there was no patient impact or injury.

Manufacturer narrative:
Investigation conclusion: the investigation of the returned web system found the heater coil windings stretched. The device failed resistance testing due to the damaged heater coil windings. However, the tether and heater coil pet were found melted, indicating that the device was activated using a detachment controller during the procedure; therefore, the damage to the heater coil windings likely occurred post-activation. The stretched heater coil windings are an indication that the tether could have been caught in between the coil windings and caused the heater coil to stretch when the delivery system was pulled/retracted during the procedure. Potential complications as referenced on the IFU, include but are not limited to the following: hematoma at the site of entry, aneurysm rupture, emboli, vessel perforation, parent artery occlusion, hemorrhage, ischemia, vasospasm, clot formation, device migration or misplacement, premature or difficult device detachment, non-detachment, incomplete aneurysm filling, revascularization, post-embolization syndrome, and neurological deficits including stroke and death.

Event description:
No additional incident information was received, however device was returned and evaluated.